Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is at her health care professional's office and she is having issues where she is frequently changing the battery on the insulin pump. Customer mentioned that the clip also broke off her holster. Customer had several alerts and alarms including bad battery, no power, low reservoir, and low battery. Customer stated that the battery indicator does not show less than 2 bars. Customer stated that the last battery change was yesterday. Customer stated that she was not sure how low the alarms were left unattended but she will be busy and she cannot do anything with the battery alarms. Customer stated that she does not use the recommended energizer aaa alkaline battery. Customer stated that the batteries will normally last about 2-3 weeks. Customer declined troubleshooting for high blood glucose. Customer stated that this was the second occurrence of the off no power alarm. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump was monitored for several days. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No unexpected failed battery test, off no power, weak battery, or low battery alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window and a cracked reservoir tube lip.